Manufacturer narrative:
The device was not returned for analysis. Attempts to gather additional information have been made, however, they have been unsuccessful. Hemorrhage is a known inherent risk of mechanical thrombectomy procedure and is documented in the solitaire instruction for use (IFU). Based on the reported information, there was no reasonably suggestion that a malfunction or quality deficiency of the solitaire device occurred during the treatment procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure and patient condition related event. However, the exact cause could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report through literature review of ¿clinical and angiographic outcomes with the combined local aspiration and retriever in the north american solitaire stent-retriever acute stroke (nasa) registry¿ malisch tw, zaidat oo, castonguay ac, marden fa, gupta r, sun cj, martin co, holloway we, mueller-kronast n, english j, linfante I, dabus g, bozorgchami h, xavier a, rai at, froehler m, badruddin a, nguyen tn, taqi ma, abraham mg, janardhan v, shaltoni h, novakovic r, yoo aj, abou-chebl a, chen pr, britz gw, kaushal r, nanda a, nogueira rg. Interv neurol. 2018 feb;7(1-2):26-35. Doi: 10.1159/000480353. Epub 2017 oct 11. Post the mechanical thrombectomy there was report of symptomatic intracranial hemorrhage occurring in 30 patients.